Event description:
It was reported that: "after installing the epidural catheter for obstetric analgesia and using the catheter, which was highly functional for the delivery, it was impossible to remove it. Imaging confirmed that the catheter was stuck in the epidural space due to a knot that had formed. The catheter was eventually removed."

Manufacturer narrative:
(B)(4). The device was not returned; however, the customer provided a photo for evaluation. The photo shows an epidural catheter in a knot. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). UDI# (B)(4).

Event description:
It was reported that: "after installing the epidural catheter for obstetric analgesia and using the catheter, which was highly functional for the delivery, it was impossible to remove it. Imaging confirmed that the catheter was stuck in the epidural space due to a knot that had formed. The catheter was eventually removed."